Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had emergency medical service due to low blood glucose on (B)(6) 2018 .the customer stated that customer was feeling tired and fell asleep. The customer was treated with food and glucose tablets so customer's current blood glucose was 92mg/dl. Customer's current sensor glucose value was 104mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.